Event description:
The customer reported that there was no image on a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The diagnostic procedure was completed. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the image was green. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (no image) was not confirmed, however the charged coupled device (ccd) was broken, and therefore, the image was green. Additional evaluation findings were as follows: the fiber bonding in the outer area was damaged, and the protector of the video cable section was overstressed. A review of the device history record confirmed the device had no non-conformities or deviations regarding the described issue. It has been seven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the no image could not be determined since the issue could not be confirmed. However, the confirmed event of damaged fiber bonding/overstressed cable is likely due to excessive force by the user. Likely causes of the confirmed event of the green image are unacceptable tension in the area of the ccd holder assembly due to use of an adhesive which is not adapted to the load, asymmetrical alignment of the spring to the ccd holder before the bumper sleeve is joined, or pre-existing damage to the ccd holder assembly due to using a suboptimal adhesive device. Investigation activities have been opened to manage actions related to this report and any required MDR reporting. Olympus will continue to monitor the field performance of this device.